Event description:
A baxter sales representative emailed baxter corporate product regarding a clearlink extension set in which a no flow was observed. According to the report, the extension set was in use with a hospira primary set and a clave luer activated device. The facility was experiencing occlusion alarms on the hospira plum pump when attempting to run bolus doses of an unknown medication in the labor and delivery department. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.